Event description:
A physician has had fourteen occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco catarat extraction, right eye 1999. The pt subsequently developed what the surgeon describes as mild iritis; no secondary surgery was required. The surgeon does not believe these reactions are lens related.